Event description:
It was reported that the right ventricular (rv) lead had fluctuating impedance which was trending high, and at one point greater than 200 ohms. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.